Event description:
It was reported following an angio-seal deployment, the patient complained of pain in the lower extremity. An ultrasound revealed a vascular occlusion at or above the groin site. The following day, an embolectomy was perfromed. The device was removed. Reportedly, the patient was recovering.

Manufacturer narrative:
No components were returned for analysis and review of the device history review was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the vascular occlusion could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.